Event description:
A fail code 814:04. Info was not provided regarding whether or not the failure occurred during a pt infusion. The hosp rep stated that there were no reports of pt injury or medical intervention.